Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the battery turning off by itself and premature depletion was unknown. The implant was going to be returned for analysis. No further complications were anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins), s/n (B)(4), found no device issues. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for movement disorders. It was reported that the patient¿s ins battery was turning off by itself. It was also reported that there was premature battery depletion and the battery was replaced. The patient felt that their battery didn¿t last as long as their last battery. There were no further complications reported.